Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. Communication with the clinic is unavailable, no further information has been provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.